Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. A medtronic guidewire was used during the procedure. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Subsequently, a new valve and new dcs were used to complete the procedure. There were no notable patient anatomy characteristics that would have contributed to the valve dislodgement.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-29; product serial number: (B)(6); product type: 0195-heartvalves; implant date: n/a; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve was recapture three times due to positioning difficulties, the valve not adequately anchoring, and the valve becoming unstable during deployment. Subsequently, the delivery catheter system (dcs) was withdrawn from the patient. It was noted that a procedural delay occurred as a result of this event. The patient was discharged on post-operative day 2. No patient complications were reported as a result of this event.